Event description:
During index procedure, the physician used one standard pacific xtreme pta balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful; however it was reported that during treatment, a dissection occurred. Dissection was left untreated. Patient was discharged the next day. Investigator reported that the event was definitely related to the study device and study procedure. It is reported the event was resolved.

Manufacturer narrative:
Evaluation results/conclusion: inherent risk of procedure. (Dissection). (B)(4).